Manufacturer narrative:
The pump was received with normal operating currents. The pump also passed self-test, unexpected restart error test, rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 lbs. During prime test due to faulty force sensor resistor. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was returned. No further information provided.